Manufacturer narrative:
The device has not been returned to the MFR. A replacement cable was shipped, and a RMA to return the defective cable was issued. The cable was replaced and the issue was resolved.

Event description:
A medtronic rep reported that the axiem communication and power cable had a cut in it and the axiem was not communicating. There was no pt present.